Event description:
Additional information was received indicating that the issue did not interrupt therapy and there was no patient involvement.

Manufacturer narrative:
Other, other text: h2: see a1, b3 and h6 (patient code).

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. The pump alarmed during testing.the root cause of the reported issue was found to be unknown. Actions were taken to mitigate the reported issue: are unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump had an error code 1310. There was no reported adverse event.